Manufacturer narrative:
The air flow sensor u1 of the customer returned gds was out of specification, measuring the air flow much too low which caused the air and o2 flow accuracy tests to fail and the ¿low leak risk of co2 rebreathing¿ alarm to occur. Replacing u1 resolved the problem, the air and o2 flow accuracy tests passed and the ventilator delivered breaths without alarms occurring.

Event description:
The customer reported a low leak co2 rebreathing risk alarm. No patient involvement reported.